Event description:
An aneurx stent graft system was implanted for the endovascular treatment an abdominal aortic aneurysm. It was reported that the patient lost to follow-up for years and came back to the hospital. A CT was completed and the original aneurx endograft had apparently migrated. Another manufacture¿s aortic cuff was placed at some point to resolve the type 1, at some unknown point the other manufacturer¿s aortic cuff and medtronic grafts separated leaving a type iii endoleak. An endurant ii aui was implanted along with 2 additional limbs and a talent occluder. A femoral-femoral bypass was also done. This resolved the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several angio images during an intervention confirmed that the aneurx bifurcate had migrated several cm¿s below the renals. An aortic cuff was implanted proximal to the aneurx, at the level of the renals, and there was approximately 1cm separation between the cuff and bifurcate. The proximal neck appeared relatively straight in the l-r view, and there appeared to be good alignment between the two detached devices. The right iliac limb was essentially straight, and the left iliac limb was acutely angulated at the origin of the left common iliac artery. The image was non-contrast so any endoleak or blood flow could not be assessed. An endurant aui was then seen brought up the right limb of the aneurx bifurcate and deployed just below the renals, bridging the gap between the two detached devices. Final angio showed patent flow through the devices and into the right limbs, exclusion of flow into the left limb, and the reported type iii endoleak appeared to have resolved. No other device issues were seen. Per the attached sizing worksheet, the current proximal neck diameter ranges from 21 ¿ 24mm, there is mild angulation, mild thrombus and no calcification present in the proximal neck. The right common iliac diameter is 14mm and the right access vessel is 8mm in diameter. A 25 or 28mm aui was suggested to be implanted up the right side. The cause of the aneurx migration leading to the type iii separation could not be determined from the films provided. There was no scale on the films therefore measurements could not be performed.

Manufacturer narrative:
Date of event is unknown. (B)(4).